Event description:
Same case as MDR 2134265-2014-05498. It was reported that deployment difficulties occurred. The stenosed target lesion was located in the very highly calcified superior femoral artery. The physician opened the occlusion with an atherectomy catheter and did not predilate. Then, using an amplatz guide wire a 6x200mmx130cm innova stent was advanced to the target lesion for deployment. However, after deploying 3cm of the stent the system blocked and was unable to fully open the stent. The physician then attempted to deploy the stent manually, however 1cm of the stent broke off inside the lesion. A 6x200mm/130cm innova stent was advanced to cover the broken portion of the first stent. During deployment, the last 1 cm of the stent was difficult to open. The physician pushed and pulled the stent and was able to get the stent to fully deploy. No additional patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with no other devices. There was blood in the wire lumen. Handle, middle sheath, outer sheath: there was no damage or irregularities noted. There was a kink 12.5cm from the distal tip. The stent was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR 2134265-2014-05498. It was reported that deployment difficulties occurred. The stenosed target lesion was located in the very highly calcified superior femoral artery. The physician opened the occlusion with an atherectomy catheter and did not predilate. Then, using an amplatz guide wire a 6x200mmx130cm innova stent was advanced to the target lesion for deployment. However, after deploying 3cm of the stent the system blocked and was unable to fully open the stent. The physician then attempted to deploy the stent manually, however 1cm of the stent broke off inside the lesion. A 6x200mm/130cm innova stent was advanced to cover the broken portion of the first stent. During deployment, the last 1 cm of the stent was difficult to open. The physician pushed and pulled the stent and was able to get the stent to fully deploy. No additional patient complications were reported and the patient's status is stable.